Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "tube deformed on the length. Impact in the laboratory: the tube not being straight, the sampling needle of our pk7400 (beckman) automat has stumbled and has risen, putting the automat in stop."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for bowed molding was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of bowed molding was not observed. Examination of 100 retained tubes from this lot number did not identify any further defective tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bowed molding based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "tube deformed on the length. Impact in the laboratory: the tube not being straight, the sampling needle of our pk7400 (beckman) automat has stumbled and has risen, putting the automat in stop."